Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Final analysis found that the device was operating in eri mode due to normal battery depletion. The device was received approximately 10 years after explant.